Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on an unknown date in 2005 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.